Event description:
Boston scientific received information that access issues were observed during the implant of this right ventricular (rv) lead. Threshold measurements had increased to 3.5v @ 2ms. The patient implanted with this lead became short of breath overnight following the procedure. The next day the patient was moved into the ICU and was in chronic atrial fibrillation (af) with erratic condution and a heart rate around 105bpm. P waves on the shock channel were not seen on the rate/sense, therefore, timing was unaffected. It was later confirmed that a hemothorax had occurred during the procedure, suspected due to the access complication. A 700cc blood loss was noted. Further evaluation was to be performed at a later date.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.